Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. Cracked case, cracked reservoir tube window, broken battery tube threads, missing end cap sticker and a scratched display window was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that her cannula was half out and her blood glucose was high. The blood glucose was 354mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. The customer also stated that the insulin pump alarmed, insulin squirted out during the manual prime process, and the device was stuck in rewind/prime mode. The caller mentioned the battery compartment has chipped away over time. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.